Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume multirate infusor under infused. The expected therapy time was 48 hours; however, the infusion didn¿t complete until after ¿61 to 63 hours¿. The device was brought to room temperature between 20-22 degree celsius before use. The flow was confirmed by observing two drops of fluid from end of device. The luer of the device was taped to the patient's skin. The device was not in contact with a cooling source. No particulate observed in the device, the device was not stopped during infusion. The catheter type was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.